Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the patient was having symptoms of sweating, shaky, and fainted. The blood glucose result on the aviva meter was 5.1 mmol/l. This result didn't match the symptoms of the patient. The device results taken prior to the event were unknown. The paramedics were called and they arrived approximately 15 minutes later. The blood glucose result taken on the paramedic's meter was 1.1 mmol/l. The type of treatment given to the patient was not provided. The patient was taken to the hospital and is still hospitalized. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.